Manufacturer narrative:
Device responded to button presses. No unresponsive button noted during testing. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. During visual inspection, found electronics stack and force sensor moisture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad was unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had no delivery alarm. Customer was performed self test and it did not passed. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.